Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via a remote transmission with device exhibiting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed.